Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This rv lead was repositioned. The product remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Revision procedure was performed. Lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.